Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an internal battery degraded warning alarm, the device had powered down unexpectedly and displayed an error message (sf180) related to a battery charger fault. The internal battery required replacement in order to address the reported complaint. The customer declined repair and the device was scrapped. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device battery assembly while the sf180 was due to device operation in a temperature outside of the device specification. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had battery issues. There was no patient harm or serious injury reported as a result of this incident.